Event description:
It was reported that the patient underwent an unspecified procedure using rhbmp-2/acs. Post-op, the patient reportedly developed "significant pain, major respiratory problems and mental anguish rendering mentally and permanently disable."

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that on (B)(6) 2006: the patient presented with hip and pelvis pain and underwent ap pelvis. Impression: negative for acute findings. The patient underwent ap upright chest. Impression: no abnormalities noted. On (B)(6) 2006 patient complaint about pain in her left ribs. On (B)(6) 2006 patient underwent radiology test due to portable chest one view. Impression: no acute intrathoracic process. On (B)(6) 2009 patient underwent MRI of lumbar spine without and with contrast. Impression: 1. Status post left-sided keyhole laminotomy at l5. There appears to be recurrent disk herniation left of midline with significant mass effect upon the transiting left s1 nerve root in the lateral recess. End plate osteophytosis and facet hypertrophy at this level also contribute to mild to moderate left neural foraminal narrowing, 2. The rest of the study was essentially unremarkable. (B)(6) 2009 the patient was admitted to hospital due to following diagnosis: 1) multiple therapies 2) degenerative disc disease 3) l5-s1 laminectomy 4) radiculopathy 5) fibromyalgia 6) migraines 7) chronic low back pain 8) insomnia 9) post-operative anemia 10) imbalance. (B)(6) 2009 the patient was also diagnosed for anxiety disorder in psychiatric evaluations. (B)(6) 2009: the patient presented with intractable pain sp back surgery and fall back pain and underwent ap and lateral thoracic spine. Impression: no abnormalities detected. The patient underwent five view of the cervical spine. Impression: spondylosis. No fracture. The patient underwent ap pelvis. Impression: no acute bone deformity. The patient underwent x-ray lumbar spine five views. Impression: interval fusion at l4, l5 and s1.no fracture. The hardware is intact. (B)(6) 2009: the patient presented with intractable pain sp back surgery and fall abnormal ltf's and underwent complete abdominal ultrasound. Impression: "small gall bladder plolyp". This measures 4mm. No acute disease. (B)(6) 2009: the patient underwent radiology examination. On (B)(6) 2015 patient presented due to pain of lumbar spine. Impression: 1. Postoperative changes of lumbar spine, 2. Moderate fecal retention. On (B)(6) 2015 as per billing record patient presented for injection, ketorolac promethazine and hydrochloride. Patient underwent x-ray of chest, 2 views, front and side. On (B)(6) 2015 patient presented due to pain, headache. On (B)(6) 2015 patient underwent CT/head without contrast due to headache. Impression: no evidence of acute ischemia, mass or bleed.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009: patient presented for skilled pt-ot services. On (B)(6) 2009: patient presented for initial ot evaluation for recent diagnosis of left non-dominant upper extremity wrist drop/radial nerve palsy. Patient's primary complaint was the inability to use her left upper extremity, arm and hand in particular. Assessment: radial nerve palsy. On (B)(6) 2009: patient underwent physical therapy consisting of splint fabrication and manual therapy for diagnosis of left wrist drop. On (B)(6) 2013: patient presented with primary complaint of pain in the lower back and bilateral legs. Impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2014: patient presented with primary complaint of pain in the lower back and bilateral legs. Impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. Since the rhbmp-2/acs surgery, the patient has been suffering from the following injuries: difficulty breathing, radiating pain to the legs, nerve injury, and stroke. The symptoms also includes: chronic low back pain that sometimes flares-up; bilateral leg pain; a lump has developed in my lower back around the area of surgery; depression; anxiety; weight loss. The patient also had difficulty walking.

Event description:
It was reported that on on (B)(6) 2006: patient underwent x-ray of pelvis. (1 or 2 views). On (B)(6) 2008, per billing records patient underwent x-ray of chest and cervical spine. On (B)(6) 2009, per billing records patient underwent x-ray of chest. On (B)(6) 2011, per billing records patient underwent radiologic exam of chest. On (B)(6) 2011 patient underwent imaging examination for spine lumbar which demonstrated stable post-surgical changes, no acute bony abnormality, per billing records patient underwent x-ray of chest. On (B)(6) 2012 patient presented with chief complaint of falling. Patient underwent CT head without contrast. Impression: no acute I ntracranial process. Patient underwent imaging examination for spine lumbar which demonstrated stable lumbar spine, no acute process, per billing records patient underwent CT of cervical spine and x-ray of lower spine, elbow, shoulder, hips and pelvis. On (B)(6) 2012 patient underwent CT for cervical spine without contrast. Impression: degenerative disc disease and facet joint arthritis are seen at several levels in the mid cervical spine. No fracture or acute bony abnormality is identified. Patient underwent radiology examination of spine lumbar which demonstrated no evidence of acute osseous abnormality. Per billing records patient underwent x-ray of lower spine, knee and hips. On(B)(6) 2012, per billing records patient underwent radiologic exam of chest. On (B)(6) 2013, per billing records patient underwent radiologic exam of chest. On (B)(6) 2013, per billing records patient underwent x-ray of sinuses. On (B)(6) 2015, per billing records patient underwent CT of head/brain w/o contrast. On (B)(6) 2015, per billing records patient underwent MRI of lumbar spine w <(>&<)>w/o contrast.

Event description:
It was reported that on: (B)(6) 2002, (B)(6) 2003, (B)(6) 2004, (B)(6) 2005: patient presented with migraine headache (B)(6) 2001, the patient presented with complaint of neck and chest pain. The patient underwent for complete hip examination after hip pain . Impression: new calcific or ossific density adjacent to the lateral aspect of the right greater trochanter, as described above; no other interval change is seen. The joint space appears normal. There are some soft tissue calcifications in the buttocks bilaterally presumably related to prior injections (B)(6) 2002, the patient presented with left breast pain. She underwent mammogram - bilateral diagnostic. Recommendations: implant rupture is not well evaluated with mammography and cannot be excluded with this exam. Addendum report will be dictated when old films are made available (B)(6) 2002, the patient presented with complaint of headache and underwent CT head . On (B)(6) 2006: patient presented with chief complaint of mouth pain. On (B)(6) 2006, the patient underwent bilateral three view examination of wrists , two view exam of lat and pa chest , and single view of pelvis. On (B)(6) 2006: . The patient underwent single view ap of the pelvis , two views of right hip , right forearm. Impression: negative (B)(6) 2006, the patient underwent complete right hip examination. The patient also had spine lumbar comp w/obliq. On (B)(6) 2006: patient presented with chief complaint of hitting her knee. Patient underwent x-ray of cervical spine complete. Impression: mild degenerative changes of the cervical spine. No acute osseous abnormalities. Pa and lateral vies of the chest. Impression: negative chest. On (B)(6) 2006: patient underwent CT of pelvis and hips. Impression: there is a very small caliber fracture involving the anterior column of the right acetabulum with extension through the medial wall of the acetabulum evident there is no displacement or fragmentation. No fractures in the femoral heads or femoral necks or other portions of the pelvis. On (B)(6) 2006: patient presented with severe pain from a hip fracture. Patient got admitted into the facility. Chief complaint: right groin pain and left breast discomfort. Patient underwent x-ray of chest ap portable view. Impression: no plain film evidence of active disease in the chest. On (B)(6) 2006: patient underwent ap, lat, axillary left shoulder x-ray. Impression: negative study. Patient underwent pelvis complete 3 views. Impression: minor degenerative findings in the hips. No fracture is seen in the pelvis. Patient underwent x-ray of hip complete 2 views ap and lat bilateral. Impression: mild spurring in the acetabulum. No fracture is identified in the left hip area. If there are continuing unexplained hip symptoms, MRI of the hip would be appropriate if this is clinically indicated. On (B)(6) 2006: the patient underwent exam ; humerous limited - 2 views. Impression: negative. On (B)(6) 2006: patient presented with following discharge diagnoses at the time of discharge. Minor nondisplaced acetabular fracture; chronic persistent pain syndrome; post menopausal, osteoarthritis, osteoporosis, and degenerative joint disease; frequent falls; frequent ER visits; underlying psychosocial disorder. On (B)(6) 2006, per ultrasound report of the patient's breast, no rupture was noted. On (B)(6) 2006, the patient presented for bilateral breast MRI. Impression; no evidence of implant rupture. The bilateral subpectoral implants appear to be intact (B)(6) 2006, the patient presented with diagnosis of ruptured implants. On (B)(6) 2007, the patient underwent chest pa <(>&<)> lat. And pelvis and right hip exam. Impression : negative. The patient had radiology exam for cervical spine. Impression: mild degenerative changes of the cervical spine as described above. On (B)(6) 2008: patient presented with history of migraine headaches, who presents by squad with complaint of the same. On (B)(6) 2008: patient underwent l5-s1 left hemilaminectomey and discectomy. On (B)(6) 2008, the patient underwent cervical spine series examination. Impression: mild - moderate degenerative disc disease at c5-c6 and c6-7. On (B)(6) 2008, the patient underwent chest pa <(>&<)> lat. . Impression : unremarkable exam. On (B)(6) 2009, per billing records patient underwent x-ray of chest. . Impression : unremarkable study. On (B)(6) 2010 , per billing records patient underwent x-ray of shoulder and knee.. Impression : unremarkable exam. On (B)(6) 2009: patient presented with back pain. On (B)(6) 2012 the patient presented for x-rays of complete right hip. Impression : no acute bony abnormality. On (B)(6) 2011, per billing records patient underwent radiologic exam of chest. Impression : no acute or active intrathoracic disease. On (B)(6) 2011 per billing records patient underwent x-ray of chest. The patient also had ribs examination. Impression : unremarkable exam on (B)(6) 2012 patient underwent CT of cervical spine with and without contrast. Impression: cervical spondylosis. No acute fracture. On (B)(6) 2013, per billing records patient underwent radiologic exam of chest. Impression: no active pulmonary disease. On (B)(6) 2013, per billing records patient underwent x-ray of sinuses. Impression: negative sinus series. On (B)(6) 2013, the patient underwent MRI of lumbar spine (B)(6) 2014: patient went for an office visit. On (B)(6) 2015: patient presented with chief complaint of headache, anxiety. On (B)(6) 2015, per billing records patient underwent CT of head/brain w/o contrast. Impression: no acute intracranial abnormality. On (B)(6) 2015, per billing records patient underwent MRI of lumbar spine w <(>&<)>w/o contrast. Impression: no evidence of neural abscess or fluid collection; multilevel degenerative and postoperative findings.

Manufacturer narrative:
Concomitant products: cage, pedicle screw instrumentation, rod, demineralized bone matrix, autograft (implant (B)(6) 2009) (B)(4).

Event description:
It was reported that the patient presented with pre-op diagnosis of: 1. Recurrent degenerative disc herniation of l5-s1 left with left leg radiculopathy and degeneration of l3-l4 disc. 2. Status post lumbar discectomy of l4-l5, left. Patient underwent: 1. A 360 degree lumbar fusion, l5-s1. 2. Posterolateral fusion, l4 to s1. 3. Posterior lumbar interbody fusion with bilateral cages, l5-s1. 4. Posterior pedicle screw instrumentation with peek rods, l4 to s1. 5. Decompression laminectomy with bilateral pacetectomy at l5-s1 and central laminectomy at l4. 6. Local autograft bone with bone morphogenic protein and demineralized bone matrix. Per op notes, the disc space was cleared of any further disc material with pituitary rongeurs and curettes and portion of disc space was prepared for interbody cage. Cage was impacted in on the right side, the centre of the disc was packed with cancellous bone and bone morphogenic protein followed by a second interbody cage. Then, the posterolateral gutters were prepared for bone graft by decorticating the transverse process in the sacral alae. Pedicle screws of the peek type were placed at l4, l5 and s1 with fluoroscopic guidance. The pedicle screws were connected with pre-band lordotic peek rod. The posterolateral gutters were packed with cancellous bone graft and bone morphogenic protein, and the paraspinal muscles were pulled up over the graft and the hardware. No patient complications were noted. On (B)(6) 2009 patient was admitted with diagnosis of orthopedic disorder, post l5-s1 plif with decompression laminectomy, facetectomy, secondary to degenerative disc disease and lower extremity radiculopathy. Final impression: 1. Other orthopedic disorder from lu mbar fusion. 2. Postoperative anemia. 3. Moderate malnutrition. 4. Past medical history as previous. 5. Elevated lfts on (B)(6) 2009 patient presented with intense and constant pain, numbness, burning and tingling of left leg. Doctor's assessment was that incision healed well and recommended medication of lyrica. Patient underwent x-ray which shows implants and bone graft to be appropriate. During (B)(6) 2009 patient was admitted with worsening back pain and tenderness. Patient underwent blocks. On (B)(6) 2009 patient presented with lower back pain and bilateral leg pain. Impression: 1. Chronic lower back pain with elements of lumbar radiculitis. 2. Status post lumbar fusion in 2009. On (B)(6) 2009 patient presented for follow up after two months of surgery and with pain in her right subacromial space. On (B)(6) 2009 patient presented for follow up on lumbar disc disease. Patient underwent x-rays for cervical spine which shows marked degeneration at multiple levels with minimal neuroforaminal stenosis. This may be attributing to pain in right shoulder and right arm with pain that radiates down to her right elbow and has tenderness on lateral epicondyle. X-ray shows bone graft and hardware to be appropriate at this point. On (B)(6) 2009 patient underwent x-ray of chest due to possible stroke. Impression: no abnormalities detected. Patient also underwent CT brain without contrast due to possible stroke. Impression: no abnormalities detected. There is no interval change since the previous study. On (B)(6) 2009 patient underwent MRI of cervical spine due to neck pain and arm and hand numbness. Impression: cervical spondylosis with high grade foraminal and spinal stenosis c5-c6 seen best on axial views. Additional areas of narrowing as described. No acute findings appreciated. Patient also underwent x-ray cervical spine. Impression: foraminal stenosis and degenerative disc disease as described. On (B)(6) 2009 patient presented with left hand paralysis. Doctor's assessment was radial palsy. On (B)(6) 2009 patient underwent caudal epidural steroid injection. Patient tolerated the procedure well and there was no evidence of procedural complication. On (B)(6) 2009 patient underwent MRI of right hip. Impression: 1. Small area of marrow edema at the anterior medial portion of the right acetabulum at the junction of the right superior pubic ramus with the ischium and acetabular region. A small non-displaced fracture is suspected given the history of fall, trauma and thin section CT to this area was recommended to evaluate fracture. No signs of fracture at the proximal femur or left hip. 2. Small right hip joint effusion and mild bilateral hip joint space narrowing typical of early stage degenerative arthropathy. On (B)(6) 2010 patient presented with lower back pain and bilateral leg pain. Impression: 1. Chronic lower back pain with elements of lumbar radiculitis with acute exacerbation after recent fall. 2. Status post lumbar fusion in 2009 on (B)(6) 2010 patient underwent lumbar spine examination with oblique views. Impression: previous lower lumbar fusion. No acute malalignment or fracture. Patient also underwent x-ray for spine-thoracic ap & lat. Impression: no malalignment or fracture. Patient underwent CT cervical spine w/o contrast. Impression: degenerative changes. No acute malalignment or fracture. Patient also underwent CT of the head without contrast. Impression: no acute intracranial abnormality. On (B)(6) 2011 patient presented with lower back pain and bilateral leg pain. Impression: 1. Chronic low back pain with lumbar radiculitis. 2. Status post lumbar fusion in 2009 on (B)(6) 2011 patient underwent CT head without contrast. Impression: no acute intracranial abnormality. On (B)(6) 2011 patient underwent MRI for lumbar spine with and without contrast. Impression: 1. Postsurgical change of fusion spanning l3 through s1. 2. Laminectomy done at l4 and l5. 3. No obvious central spinal stenosis or neural foraminal stenosis. 4. There is significant ferromagnetic artifact off of the surgical hardware. On (B)(6) 2011 patient underwent imaging examination for spine lumbar which demonstrated stable post surgical changes, no acute bony abnormality. On (B)(6) 2012 patient presented with chief complaint of falling. Patient underwent CT head without contrast. Impression: no acute intracranial process. Patient underwent imaging examination for spine lumbar which demonstrated stable lumbar spine, no acute process. On (B)(6) 2012 patient presented with lower back pain and bilateral leg pain. Impression: 1. Chronic low back pain with lumbar radiculitis. 2. Status post lumbar fusion in 2009 on (B)(6) 2012 patient presented with lower back pain and bilateral leg pain. Impression: 1. Chronic low back pain with lumbar radiculitis. 2. Status post lumbar fusion in 2009 3. New onset of left upper extremity radicular symptoms. On (B)(6) 2012 patient underwent x-ray for left wrist. Impression: osteoarthritic changes. No acute findings. On (B)(6) 2012 patient underwent CT for cervical spine without contrast. Impression: degenerative disc disease and facet joint arthritis are seen at several levels in the mid cervical spine. No fracture or acute bony abnormality is identified. Patient underwent radiology examination of spine lumbar which demonstrated no evidence of acute osseous abnormality. On (B)(6) 2012 patient underwent MRI for spine cervical without contrast. Impression: 1. Severely limited study due to patient motion despite attempts at intravenous sedation. 2. Multilevel spondylosis most pronounced from c4-5 through c6-7. Central canal stenosis and neural foraminal encroachment are noted at these levels. If additional evaluation is required, CT cervical myelogram may be useful. On (B)(6) 2012 patient presented after involving in an accident on (B)(6) 2012. Impression: traumatic deformation at left side of face. On (B)(6) 2013 patient underwent trigger point injection in lumbar paraspinal region. No complication. On (B)(6) 2013 patient underwent trigger point injection in lumbar paraspinal region. No complication. On (B)(6) 2013 patient underwent interlaminar epidural steroid injection, l4-l5 on the left. Patient tolerated the procedure well and there was no evidence of procedural complication. On (B)(6) 2013 patient presented with lower back pain and bilateral leg pain. Impression: 1. Chronic low back pain with lumbar radiculitis, increased after a fall. 2. Status post lumbar fusion in 2009 3. Cervical radiculitis 4. Myofascial pain syndrome in lumbar paraspinal region. On (B)(6) 2013 patient underwent trigger point injection in lumbar paraspinal region. No complication. On (B)(6) 2013 patient underwent trigger point injection in lumbar paraspinal region. No complication. On (B)(6) 2013 patient underwent interlaminar epidural steroid injection, l3-l4 on the right. Patient tolerated the procedure well and there was no evidence of procedural complication. In (B)(6) 2013 patient presented with pain. Impression: 1. Chronic low back pain with lumbar radiculitis with acute flare-up on the right but she is having bilateral radicular symptoms. 2. Status post lumbar fusion in 2009 3. Cervical radiculitis 4. Myofascial pain syndrome in lumbar paraspinal region. On (B)(6) 2013 patient underwent caudal epidural steroid injection. Patient tolerated the procedure well and there was no evidence of procedural complication. On (B)(6) 2013 patient underwent trigger point injection in lumbar paraspinal region. No complication. On (B)(6) 2013 patient underwent MRI for lumbar spine w/o contrast due to lumbar radiculitis. Impression: mild to moderate thecal sac stenosis and bilateral foraminal stenosis at the l3-l4 level has worsened. 2. Post op findings from l4-s1 with no thecal sac stenosis. 3. Slight retrolisthesis of l1 on l2 and mild thecal sac stenosis. Mild to moderate bilateral foraminal stenosis. On (B)(6) 2013 patient underwent interlaminar epidural steroid injection, l3-l4 on the right. Patient tolerated the procedure well and there was no evidence of procedural complication. On (B)(6) 2014 patient underwent trigger point injection in lumbar paraspinal region. No complication.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 1987, (B)(6) 1988: patient presented for an office visit to discuss augmentation mammoplasty surgery. On (B)(6) 1988: patient was diagnosed with breast mastopathy (the patient has had a mammogram which showed fibrocystic disease), and underwent bilateral breast biopsy, excision lesion of chest, 1 cm and back 1 cm, suction lipectomy of neck and bilateral augmentation mammoplasty with insertion of 280/300 cc. Cox uphoff gel/saline implants. On (B)(6) 1988: patient presented with weakness of the left marginal mandibular nerve but it is partially coming back. On (B)(6) 2001: patient presented for evaluation of problems with breast. Impression: capsule problem status post breast reconstruction surgery, which is exacerbated now by fibromyalgia and depression. On (B)(6) 2002: patient presented for an office visit to discuss her bilateral capsulectomy surgery. On (B)(6) 2002: patient presented for an office visit to discuss her internal mastopexy surgery. On (B)(6) 2002: patient presented for an office visit. On (B)(6) 2002: patient underwent study of class 4 capsules- breast and underwent bilateral capsulectomy. Removal of implants and replacement with mentor smooth, gel-filled mammary prosthesis and internal mastopexy bilaterally was also done. Diagnosis: skin and breast capsule containing foreign material, designated from right breast; breast implant capsule containing foreign material, designated from left breast; mammary prosthesis/implant designated right without gross perforation or leakage, gross diagnosis; mammary prosthesis/implant designated left without gross perforation or leakage, gross diagnosis. On (B)(6) 2003: patient who is status post bilateral capsulectomy with reconstruction, presented for follow up. It was reported that she had a break through of the capsule on the right side with a hernia formation. On (B)(6) 2004, the patient presented with complaint of shoulder pain and limited range of motion. Impression: there is an 8mm fluid collection in the spinoglenoid notch. I am unsure if this represents a paralabral cyst or prominent vessel. However, at this time I do not see secondary changes of nerve compression such as supraspinatus or infraspinatus nerve atrophy. On (B)(6) 2004, the patient presented for evaluation of her left shoulder. Examination of MRI indicated a small glenoid cyst about the scapula. On (B)(6) 2006, the patient presented with complaint of pain and underwent radiological examination of cervical spine with obliques. Impression: mild degenerative changes of the cervical spine. On (B)(6) 2006, the patient presented for lumbar spine imaging. Impression: negative study. On (B)(6) 2007, (B)(6) 2009: patient presented post a fall, in which she had injured her back and breasts (broken ribs). On examination, it was found that she still had an area on the left hip, where she had a depression. This is traumatic lipodystrophy. Also, since her breast reconstruction, there is discrepancy of the inframammary crease of about 3 cm, with the right being 3 cm lower than the left. On examination, it was found that she had a significant hernia of the implant on the right side and she had thinness of the one on the left. On (B)(6) 2009, the patient presented with significant distress with left buttock and leg pain. On (B)(6) 2009: patient presented for initial ot evaluation for recent diagnosis of left non-dominant upper extremity wrist drop/radial nerve palsy. Patient¿s primary complaint was the inability to use her left upper extremity, arm and hand in particular. Assessment: radial nerve palsy. The patient presented with degenerative lumbar disc disease, l4-5 fusion. On (B)(6) 2009, the patient presented with diagnosis of degenerative lumbar disc disease. On (B)(6) 2009: the patient presented with 3 broken ribs, fell in rest, fractured hip and pelvic. The patient underwent 2 back surgeries with 6 rod screws in lumbar fusion.

Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the patient underwent a spine fusion surgery at l4 to s1 using rhbmp-2/acs on (B)(6), 2009. Patient's post-operative period has been marked by increasingly severe pain and weakness in her legs, leaving her disabled. Patient continues to experience severe and unrelenting pain that radiates into her lower extremities. Her mobility is greatly restricted by her pain and she must use a walker and is unable to lift or bend.

Manufacturer narrative:
(B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2013: patient presented with back pain. Patient complained of depression insomnia and wasy distractability. Diagnosis: presenile depression, migraine, fibromyalgia. On (B)(6) 2013: patient presented with complaint of toe pain. On physical examination, moderate tenderness to right little toe- mild swelling, no erythema. Patient underwent right toes radiographic test due to pain: impression: no convincing fractures. Diagnosis: cellulitis/abscess toe and malaise/fatigue. On (B)(6) 2014 patient presented for office visit with following reason: osteoporosis; insomnia; undifferentiated attention deficit disorder; gastro esophageal reflux disease; estrogen hormone therapy; primary fibromyalgia syndrome; nausea: depressive disorder; arthritis; history of cva: claustrophobia; anxiety; neuropathy; medicine review; re-establishment with pcp; medication refill. Review of musculoskeletal system: tenderness (in muscles of the upper back arms and chest constant with fibromyalgia. Also in many joints). Review of neurological system: irregular gait. On (B)(6) 2015 patient underwent x-ray chest. On (B)(6) 2015 patient presented for office visit with complaint of cough, medicine review. On (B)(6) 2015 patient presented for office visit. On (B)(6) 2015 patient presented for office visit with following diagnosis: migration, fibromyalgia, anxiety, and nausea. On (B)(6) 2015 patient underwent CT head without contrast. Impression: no acute intracranial abnormality. On (B)(6) 2015 patient presented for office visit with complaint of depressive disorder. On (B)(6) 2015 patient presented for office visit. On (B)(6) 2016 patient presented for office visit with complaint of undifferentiated attention deficit disorder, nausea. On (B)(6) 2016 patient presented for follow up visit. On (B)(6) 2016 patient presented for office visit. Patient¿s current diagnosed: migration fibromyalgia. On (B)(6) 2016 patient presented for office with complaint of ¿ ha¿ all day, possible l breast implant rupture. Review of musculoskeletal system: back pain: in the lower region. The pain is severe.

Event description:
It was reported that on: (B)(6) 2009: patient was diagnosed with wrist drop. Assessment: monitor splint. On (B)(6) 2009: patient presented with complaint of left hand drop. On (B)(6) 2009: patient presented with uncomfortable splint digging into the side of wrist. On (B)(6) 2009: patient underwent MRI of lumbar spine due to back pain and hip pain after fall/injury. Impression: no fractures or mal-alignment. Moderate to large caliber broad based disc herniation at l5-s1 effacing the ventral epidural fat and minimally effacing the thecal sac. This rests immediately ventral to the proximal left and right s1 nerve roots slightly worse to the left than right. Clinical correlation regarding s1 radiculopathy is recommended. Mild lower lumbar facet arthritic change. Mild disc degeneration and annular bulging in the lower thoracic and lumbar spine otherwise. On (B)(6) 2012 :patient also underwent x-rays (4 images) of right elbow. Impression: unremarkable right elbow., patient¿s x-ray of right shoulder (comparison done with x-ray dated on (B)(6) 2010) had the following impression: mild degenerative change, no acute process. Patient underwent x-ray of the pelvis, which had the following impression: no acute displaced fracture. On (B)(6) 2014: patient went for an office visit and underwent screening mammogram. Prior study comparison: on (B)(6) 2006. Assessment: benign finding: acr category on (B)(6) 2015, the patient presented with complaint of cough and requested medicine refill. The patient reported ear pain , back pain , wheezing , depression. On (B)(6) 2015, the patient presented with complaint for medicine refill , the patient reported migraines, anxiety , depression and fatigue. On (B)(6) 2015, the patient presented with complaint for medicine refill , depressive disorder follow up. The patient reported arthralgias/ joint pain and back pain , depression and anxiety. On (B)(6) 2015, the patient presented for follow¿up of undifferentiated attention deficit disorder. The patient reported muscle aches , back pain , depression , fatigue . On (B)(6) 2016, the patient presented for the following : medication refill ; follow up of insomnia , nausea .

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on (B)(6) 2009 patient presented for office visit with complaint of pain. On (B)(6) 2009 patient presented for office visit. On (B)(6) 2009: patient discharged. Patient underwent CT of brain without contrast due to post traumatic cephalgia. Impression: no abnormalities found (B)(6) 2009: patient reported falling from wheel chair with admitting diagnosis of chronic pain with exacerbation after a fall today, fibromyalgia, migraine headaches, abnormal liver function test. On (B)(6) 2009: patient presented for consultation. Review of systems: back and leg pain. Physical examination: lumbar spine examination shows a healed midline scar. Patient has minimal tenderness over the paraspinals, right greater than left. Lower lumbar area and minimally tender over the right psis. Assessment: acute on chronic back pain status post recent lumbar fusion. On (B)(6) 2009: patient underwent bilateral l3-s1 diagnostic medial branch pblocks due to thoracic facet arthropathy. On (B)(6) 2009 : patient presented for office visit and reports difficulty using her left hand, numbness and tingling and pain to her left shoulder/neck radiating from elbow up .patient¿s radial pulses equal and palpable. On (B)(6) 2009 patient presented with lower back pain and bilateral leg pain. Impression: chronic lower back pain with elements of lumbar radiculitis; status post lumbar fusion in 2009. On (B)(6) 2012: the patient presented with chief complaint of lower back pain, bilateral leg pain, neck pain, left arm pain. Impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; new onset of left upper extremity radicular symptoms. On (B)(6) 2012: the patient presented with chief complaint of lower back pain, bilateral leg pain, neck pain, left arm pain. Impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; new onset of left upper extremity radicular symptoms; trigger point in lumbar paraspinal region. On (B)(6) 2013: impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013: impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013 :impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013 : impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013: impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013 impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013 : impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2013, (B)(6) 2014: the patient presented for follow-up. On (B)(6) 2013 patient underwent interlaminar epidural steroid injection, l3-l4 on the right. Patient tolerated the procedure well and there was no evidence of procedural complication. Impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2014: assessment: benign finding: acr category 2. Impression: chronic lower back pain with lumbar radiculitis; status post lumbar fusion in 2009; cervical radiculitis; myofascial pain syndrome in the lumbar paraspinal region. On (B)(6) 2014: the patient presented for an office visit with chief complaint of left leg pain and left low back pain. On (B)(6) 2015: the patient presented for an office visit with chief complaint of left hand pain, left shoulder pain, left low back pain and left mid back pain. On (B)(6) 2015: the patient presented for an office visit with chief complaints of headache, left hand pain, bilateral leg pain, left foot pain and low back pain. On (B)(6) 2015: the patient presented for an office visit with chief complaint of low back pain. On (B)(6) 2015: the patient presented with chief complaint of left leg pain and low back pain. (B)(6) 2015: patient presented for office visit with main concerns of mood issues, concentration problem, anxiety. Patient underwent mini mental state examination.

Event description:
It was reported that on: (B)(6) 2014: patient presented for checkup and x-ray refill. Assessment: menopause. Depression. Nausea. Insomnia. Adhd (attention deficit hyperactivity disorder). Migraine. On (B)(6) 2015: patient presented for medicine review and medication refill, with chief complaints of cough. Patient also followed up on attention deficit disorder and depression. On (B)(6) 2015: patient presented with complaint of severe headache. Patient was taken to emergency department. On (B)(6) 2015: patient also had complaints of depressive disorder, anxiety, abnormal weight loss, insomnia, and underwent estrogen hormone therapy. On (B)(6) 2015: patient underwent MRI of lumbar spine with <(>&<)> without contrast, due to lumbosacral radiculitis chronic back pain. Comparison study was made with an MRI dated (B)(6) 2011. Impression: no evidence of neural abscess or fluid collection. Multilevel degenerative and post-operative findings. On (B)(6) 2015: patient presented for pain management. On (B)(6) 2015: patient presented for follow-up on undifferentiated attention deficit disorder. On (B)(6) 2015: patient underwent CT of cervical spine due to neck pain and injury. Impression: stable degenerative cervical spondylosis. No plain film evidence of acute bony abnormality. Patient also underwent CT of head without contrast. Impression: no CT evidence for acute intracranial process. Patient also underwent x-rays of cheat, 2 views- pa <(>&<)> lateral. Impression: no plain evidence of acute disease in the chest. On (B)(6) 2015: patient underwent x-ray of right hip, 2 views with ap pelvis due to pain. Impression: no plain film evidence of acute bony abnormality. Patient also underwent x-ray of lumbar spine, 3 views. Impression: no plain film evidence of acute bony abnormality.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.